Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the prograsp forceps had a frayed wire, it was hard to see with the naked eye, but once the instrument was in the patient you could see where the wire was frayed. It kept catching on the bowel, nothing happened to the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: robotics coordinator (roco) confimed the issue was identified during a procedure on (B)(6) 2025. The frayed cable did not lead to any patient injury and did not harm patient's tissue. No bleeding occurred due to the frayed cable. A new instrument was used, which caused a 2 minute delay. The patient information is not available.